Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
UDI number: (B)(4). This device was explanted for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple attempts to retrieve the device as well as additional event information have been carried out. No additional information has been received. If additional information is received a supplemental MDR will be submitted.  Based on the information available the root cause is indeterminable. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Through the implant patient registry department, a patient originally implanted with a 21mm aortic valve for 4 years 2 months, underwent an explant procedure for unknown reasons. The patient received a replacement 23mm aortic valve. The current patient status is unknown.